Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced a small bowel obstruction and had a mesh removal surgery by dr (B)(6) at (B)(6) medical center. The patient allegedly continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced adhesions, abdominal distention, vomiting, numbness, loss of sleep, scarring and recurrent hernia. It was reported that the patient had mesh removal on (B)(6) 2017. No additional information provided.

Manufacturer narrative:
Date sent to FDA: 8/19/2020.

Manufacturer narrative:
Date sent to FDA: 8/26/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.